Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of completing our evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A healthcare facility in arizona reported that the power cord of an mr850 respiratory humidifier was found damaged with exposed wires before patient use. There was no patient involvement.